Event description:
The customer reported via phone call that she had not received the replacement insulin pump that she was expecting. The customer stated that she had been hospitalized six weeks earlier, as well as the night prior to the call. The customer stated that the hospitalization was due to an issue with the insulin pump, but did not provide any additional information. Blood glucose level at the time of the incident was not provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.